Event description:
It was reported that needle 26x1/2in india was wet and damaged. This occurred on 600 occasions. The following information was provided by the initial reporter: wet & damaged condition.

Manufacturer narrative:
H6: investigation summary three photos were received by our quality team for evaluation. From the photos, carton damage was observed. A device history record review found no non-conformance's associated with this issue during production of this batch. The secondary packaging process was reviewed. There was no abnormality observed during the production of the affected batch. There is also no contact points at the machine to create the dent on the case carton. There is also no possibility for the carton to get wet during the production of the affected batch as there are no water supply at the production area. Therefore, the root cause could not be determined. The probable root cause could be attributed to the transportation and handling of the pallets outside of the manufacturing facility.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 26x1/2in india was wet and damaged. This occurred on 600 occasions. The following information was provided by the initial reporter: wet & damaged condition.